Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level. The cause of the high bg was not reported. The customer delivered a bolus via the pump and due to overcorrecting, the bg dropped to 28-24. Glucose tablets were consumed to address the low bg level. A pump system check was performed using the current pump supplies and no device issues were found. Reportedly, the customer uses humalog in the cartridge for 3 days. Tandem technical support advised the customer to change the cartridge every 2 days as per labeling. The customer acknowledged the information.